Event description:
While pulling himself out of a chair, patient experienced an ICD discharge without any other symptoms. Later he experienced three discharges in a row. They were very uncomfortable. The patient reports no shortness of breath, orthopnea, dizziness, syncope, or palpitations.====================== manufacturer response for lead, sprint fidelis======================known effect. Lead recalled.